Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a bladder lift procedure several years ago on an unknown date. The patient has undergone two additional surgeries correcting problems. The patient reported that she is now allergic to the mesh and is secreting a clear stickey substance through the bowel. Additional information was requested.